Event description:
During an electrotherapy demonstration, pt received a shock. No further info is available regarding pt outcome.

Manufacturer narrative:
Six sets of lead wires were sent back with unit and 4 out of 6 had pins that pulled out very easily, thereby, causing intermittent connection. A us board read communication error was observed and the gen board was replaced.